Event description:
Home patient reports the pt line of her homechoice set was leaking approx 3 feet from the pt connector during the dwell phase of treatment. Per home patient, her cat had chewed a hole in tubing. Home patient was given prophylactic antibiotics that evening and no injury resulted from incident.